Manufacturer narrative:
(B)(4). Batch # m53n2n. The cartridge ecr60b was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler (ple60a, pse60a, ec60a, etc.)? When the device the load did not clip the tissue, did the device cut? Was buttressing material utilized? If so, which product?

Event description:
It was reported that during a gastroplasty procedure, in the third firing of the device the load did not clip the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.